Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for analysis. Device analysis revealed a damaged/detached distal tip and guide wire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24may2016. It was reported that the catheter could not cross the lesion and non-uniform rotational distortion (nurd) image occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. An opticross imaging catheter was used to visualize the target lesion. During pre intravascular ultrasound (ivus), the opticross imaging catheter failed to cross the lesion. When the physician pushed the opticross imaging catheter, a non-uniform rotational distorted (nurd) image appeared. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good. However, returned device revealed that the distal tip and guide wire exit port assembly were damaged/detached.